Manufacturer narrative:
The investigation into the aic - pump stop has been completed since the initial report was submitted. The logs showed multiple impella stopped retrograde flow alarms. It could be observed that before and after each pump stop, the console attempted to restart the rotation of the pump rotator. Eventually, numerous communication errors from the impellatronic board software were recorded. The attempts to reset the software eventually lead to the issuance of the impella stopped (mechanical/electrical issue) alarm. Multiple issuances of this alarm occurred before the pump was unplugged and re-plugged into the console. The accumulation of this communication errors, resets and alarms led the console to reset the whole system but was unable to pass the system self check. The console successfully booted when it was received in the lab. The internal circuitry was inspected and no abnormality was found. When a known good pump and purge line was attached to the system, the failure mode was reproduced after about three hours of operation at the highest p-level. The failure was characterized by buzzing of an alarm as well as the other symptoms observed on the date of occurrence. Rebooting the console following the failure led to system self check failure. The failure could be replicated one more time. It should be noted that the console could normally boot when it was turned off for over 24 hours. When the suspected defective impellatronic board was replaced with a know good board, the console was run overnight for more than 12 hours without any related abnormalities confirming that the failure was isolated to the impellatronic board. The root cause for the pump stop was a defective impellatronic board causing an alarm to trigger. The system self check failure occurred after the console was rebooted with a defective impellatronic board. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.2 common device name and d.4 model number were revised from the initial submission in accordance with updated procedures. D.4 revised catalog number as previously entered incorrectly and expiration date was previously entered incorrectly as there is no expiration date. H.3 device not returned to manufacturer for evaluation was previously selected incorrectly as the device was returned to be evaluated. H.6 code 925 was reported incorrectly on the previously submitted report. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report. B.2, b.5 and h.1 were revised due to medical safety officer review.

Event description:
Upon review by abiomed's medical safety officer, the patient expired on support. There is not enough information to exclude the patient's outcome from the use of device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella stopped post repositioning on corevalve tavr (transcatheter aortic valve replacement). The aic (automated impella controller) is now reporting failure.